Event description:
Hcp reported "pump failure" and "excess volume upon refill intermittantly" which resulted in "reduced therapy." The pump was explanted and returned to the manufacturer for analysis. A follow-up report will be sent when additional information is received.